Event description:
A physician reported that an ophthalmic system exhibited system froze during preoperative preparation. Fan noise was loud. The system recovered after a forced shutdown using the standby by switching and a restart from the main power supply. No impact on the patient was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).